Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: the tumor was 3 cm on anterior wall of stomach. The stomach wall was normal thickness. I wedged it out with four firings of endostapler (blue cartridges). It was nowhere near the vessels. There was no initial bleeding from staple lines as I watched the stapler line for a few minutes before closure; and thus I did not over sew the staple line as I did it laparoscopically. About 6 hours postop, he started to drain blood from the jp drain I placed along side the staple line and he did not need to be reoperated but within 24 hours postop, he has bled down to hb in 70s and require blood transfusion. One unit was given to the pt. There was no additional medical intervention and no extra surgical time. The pt is fine. The device and reload were discarded.